Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 3 of 3: reference MFR. Report#1627487-2017-01445, reference MFR. Report#1627487-2017-01444. The patient received two scs swift-lock anchors with the same lot number. It was reported the patient's anchor appeared to have eroded through the skin. Follow-up identified an open wound and possible infection at the mid-line incision site where the anchors were located. As a result, surgical intervention was undertaken during which time the entire scs system was explanted. Reportedly, a culture was taken and sent for analysis. Moreover, the patient was given a wound-vac and kept in the hospital for several days to further address the issue.